Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the (B)(6) stated the guidewire is getting "hung up" in the arrow raulerson syringe when withdrawing the wire. The spring wire guide was kinked. The needle and wire were removed as one and a new kit was used for the procedure. As a result, another kit was opened and a new wire was used for the procedure. There was no patient death or complications reported.